Event description:
Between (B)(6) 2016 I was given 24 ect (electroconvulsive therapy) treatments in (B)(6) for major depression. Since (B)(6) 2016 I have suffered memory loss, inability to focus, cognitive decline, and anhedonia.